Event description:
Laparoscopic cholecystectomy - "the surgeon fired 2 clips on the vessels of the gallbladder and then the third firing did not produce a clip. Subsequent firings either produced a malformed clip or fired 2 clips at once." Pt status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.